Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The manufacturer¿s international service technician confirmed the reported pressure accuracy issue and confirmed the reported alarm led issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba and replaced the power switch overlay to address the reported problems. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. A da board was return for analysis an investigation was performed. The data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the pressure accuracy results were out of specifications and noted that there was an error code for a failure of the alarm light emitting diode (led). There was no patient involvement.